Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, an evaluation of the lead was performed. Two portion of the lead was returned. The lead appeared encrusted and cracks were observed in insulation. The lead passed the resistance measurement as expected for the returned portion.

Event description:
Boston scientific received information that during the generator change, the physician had difficulty removing this left ventricular (lv) lead due to being encapsulated. The lead separated, started to break and was in multiple pieces. Additional information indicates that parts of the lead came out and the rest was capped. The explanted pieces were returned for analysis. No adverse patient effects were reported.